Event description:
Physician used an admiral xtreme pta balloon catheter to post dilate a lesion located in the sfa of the right leg. However, it was reported that during post-dilatation, a dissection occurred. The dissection was treated with a non-medtronic stent. The event was not assessed for relatedness with device. Patient was discharged the next day on asa and clopidogrel. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection), (B)(4).